Event description:
Mai complaint number (B)(4). Incident five. The hub is not properly attaching to the 7" ext. Tubing. This occurred while connecting to patient line resulting in some patient blood loss.

Manufacturer narrative:
The product involved in the report was not available for return. Incident 5 of 5. Medical action industries is the manufacturer of the IV start kit convenience kit. The complaint component extension set, part number mc33122-ns is manufactured by ICU medical (FDA registration 9615050). A supplier corrective action (scar) was submitted to the manufacturer on 23may2023. A follow-up report will be provided upon conclusion of investigation and response by the manufacturer. This product incident is documented in the complaint database and identified as complaint (B)(4). . This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a product is defective or caused serious injury. H3 other text: device not returned.